Manufacturer narrative:
H10: additional information in b5 and e1.corrected data in b3.

Event description:
Additional information provided july 8, 2019. The customer stated the patient lost blood through the now open end of the central line. The blood loss was not significant enough to cause on going issues. The solution that was infusing was maintenance fluid.

Manufacturer narrative:
One (1) used partial device, list # 011-a1000, nanoclave connector; lot # unknown and one (1) used list # unknown, extension set, stopcock white handle w/ microclave; lot # unknown were returned for evaluation. The silicone seal of nanoclave connector wasn't returned. The complaint of nanoclave 011-a1000 body separations was confirmed. Subsequent reassembly of the returned sample confirmed that the nanoclave a1000 product assembly met product performance specifications. The clip interface was measured at met design specifications. The probable cause is unintentional excessive bending force during use. The device history review could not be completed since no lot number was provided.

Event description:
The customer reported a nanoclave connector, attached to an unspecified tubing set, appeared to have fallen apart between the housing and the luer. The device was in use for less than an hour when the parent of the patient noticed blood on the bed sheets. There was patient involvement with an unspecified amount of blood loss and delay in therapy. No additional information was provided.